Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No further information was provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring, therefore unable to perform displacement test. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No critical pump error (open book image) noted after battery installation. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit did not pass self test, as it was interrupted by pump error 63. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past. In the adapt tool pump error 53 was noted twice on 09/11/2022 at 00:30:34 and at 00:31:22.000. Line number= 3041 and file number= 26. Per software engineering log, pump error 53 is suspected memory corruption. Isolate to electronic assembly. After the second redownload using thus software, to obtain pump error 63 reason of failure it was determined that pump error 63 was caused by ambient light sensor test failure, per software engineer log. Proceeded it by cutting the unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Isolate to electronic assembly. Unit was also received with missing o-ring (reservoir tube), detached retainer, cracked keypad overlay at select button, serial number label missing, scratched case and other electronics defect. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. No critical pump error (open book) noted. However, a critical error (pump error 53) was found in adapt history files. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. Possible software issue. In addition pump error 63 was noted during self test, due to ambient light failure, per software engineer log. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.